Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5115973 for this event. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system - non-dehp solution set leaked from the connection to the patient; further described as leaking from "the top port site". This was identified during patient infusion with chemotherapeutic medication. The infusion was stopped and the set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.